Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.

Event description:
When the patient is placed in the chair, it would flip back even when the brakes were engaged.